Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligner is cutting into their gums. Provided warm water tips and to file the rough edges and patient to follow up.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.